Event description:
When I first got the device I noticed I lost my sex drive, my periods were non-existent to spotting to heavy bleeding to where I am having them 2 or 3 times a month and they are lasting a couple of weeks with the passing of blood clots. I have also had numbness in my hands and legs and pain in my legs. Very fatigued, depressed, no energy. I've had sharp pains on both my sides. I get headaches a lot and have had hair loss.